Event description:
During ercp procedure, cook medical sphincterotome noted to have a frayed thin piece of plastic hanging from side of tome when removed from scope. Diagnosis or reason for use: endoscopic retrograde cholangiogram, pancreatogram.